Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported that the patient reported losing consciousness. Events leading up to this occurring were not reported. The patient¿s relative found him and called 911. The patient can not recall many of the event details. However, he ¿thinks¿ he was transported to the ER and treated with an unspecified IV. No cgm/bg comparison readings were provided for this event; however, the patient stated the readings were ¿50 points off¿. The patient can not recall if he lost consciousness due to a high or low bg value. Attempts to reach the patient for event clarification were unsuccessful. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.